Event description:
Dealer states that the unit is alarming. Per the indepentent repair center statement the unit is alarming. Additional malfunctions is tie wrap is missing and the pilot valve not shifting.